Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to a suspected premature battery depletion. A different device was implanted. No additional adverse patient effects were reported. The explanted device is expected to be returned for product analysis. This product has been returned back to boston scientific, where it is currently undergoing analysis. A final vigilance report will be submitted once analysis is completed.